Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the survey: one patient had their suture broke 10 days post operatively. One patient had a needle disengaged issue during procedure, two attempts were made but both sutures had loose attachment to the needle.